Event description:
An altitude alarm was reported from the pump. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer followed guidance from technical support to clean the pump's speaker holes and reconnect the cartridge, successfully resuming insulin delivery after a brief wait. No further alarm occurred, and normal operation was restored, with additional tips provided for preventing future altitude alarms.